Event description:
It was reported that a patient was connected to the patient line during the prime phase of peritoneal dialysis therapy on the homechoice device. The patient planned to restart therapy using new supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It instructs the user to verify that the patient line is properly primed. Also, it provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.